Event description:
It was reported that by territory business manager that the (B)(4) concentrator is alarming due to 4-way valve not shifting and pe valve and pilot operator valve not working properly.